Event description:
On 12/12/1997 a pt underwent a diagnostic procedure via the right groin with no known angio-seal placement. On 12/19/1997 following a ptca/stent procedure, an angio-seal device was placed with unremarkable results. Later (length of time unspecified) the pt complained of pain and swelling in the procedure groin; erythema, itching, ahd heat were also noted. Two ultrasounds were performed which rule out the presence of a pseudoaneurysm; however, the pt's symptoms continued to worsen. On 12/25/1997 the pt returned to the hosp with blood and pus noted to be oozing from the puncture site. The pt was rehospitalized and placed on IV antibiotics (keflex). An I&d was performed with cultures obtained which grew staph aureus. On 1/2/1998 the pt was discharged home. As of 2/8/1998 there has been no further report of pt complication or sequelae made to the MFR.